Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient was seen in clinic and was informed their device needed replacement. The patient expressed concern that the battery depleted earlier then they expected. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed device longevity and the variables that account for battery longevity. Technical services recommended the patient follow-up with their clinic for further information. The available information suggests this device remains in service. Should additional information become available, this event will be updated.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) post explant after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Event description:
--

Manufacturer narrative:
Subsquently, the device was explanted due to normal battery depletion and was returned for analysis. This event will be updated when analysis is complete.